Event description:
Reporter alleged customer's blood glucose read 499 mg/dl and doctor was called however since could not speak to the doctor, relatice gave him 15 units of insulin and called paramedics. Reporter stated twenty mins later glucose was 233 mg/dl. It was reported paramedics did not take blood however took him to the emergency room (ER) where was given an d50 IV due to doctor meter result of 39 mg/dl and lab of 40 mg/dl. A request was made for the return of the suspect device and replacement product was sent.